Event description:
My implants made me sick. I have had unexplained joint issues having to get numerous cortisone shots, constant back and neck pain, brain fog, and severe breast pain with severe pain in my arm pit. This has constantly prevented or delayed the thing I loved in life. Working out and golf and sometimes my everyday normal activities. I have had several ultra sounds of my implants with normal results. I explanted (B)(6) 2021 to learn my right was ruptured. I learned I had implants that were not fully compliant with FDA. I learned the manufacture had a fire the same year mine were put in. I learned sientra had many recalls. Right implant ruptured. FDA safety report ID# (B)(4).